Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product(s): 407652 lead, implanted: (B)(6) 2010; a 1570 st jude lead, implanted: (B)(6) 2006; enlw1616c124e stent graft, implanted: (B)(6) 2012-08-22; etbf2816c166e stent graft, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient's spouse that the patient's device "didn't do it's job" as the patient passed away. It was also reported by the patient's spouse that the patient's cardiac resynchronization therapy defibrillator (crt-d) battery depleted earlier than expected. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
Additional information was received from the patient's clinic which reported the patient's cause of death as cardiomyopathy. It was also reported the patient experienced ventricular fibrillation (vf) arrest while at home, and was stabilized at the hospital but later passed away. The information received also indicates that the device was last checked approximately 3 months before the patient's death and no detections were reported.